Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after the implant procedure, the right ventricular (rv) lead had high thresholds and was unable to capture. It was further reported that the lead had a micro-dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.